Event description:
This behavior is most likely related to undersensing. According to the observation. Low intrinsic amplitude noted on the ventricular. They have already changed to a higher sensitivity (1.5mv > 1.0ms). Physician: unknown, hospital: (B)(6) hospital implant date: (B)(6) 2009. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).